Event description:
Related manufacturer report number 2916596-2021-02176. It was reported that the patient experienced controller fault alarms. The controller was exchanged in clinic and the controller history was not able to be downloaded. A log file analysis captured 55 pump stops 54 and low speed operations. Speed drops were as low as 0 rotations per minute. This type of behavior was linked to potential issues with the percutaneous lead. These issues appeared to be occurring on both power module and on batteries. The alarms resolved temporarily after exchange but then the patient had low speed alarms and pump stops. Manipulation of driveline resulted in the speed to go back up, however low speed alarms and pump stops would resume if the driveline moved. The patient was then admitted. The submitted x-rays of the driveline were unremarkable. The patient underwent an external percutaneous lead repair on (B)(6) 2021. The repair was done approximately 3 inches from exit site. The patient was back on the grounded cable but speed drops and pump stops were noted after the patient moved. The patient underwent pump exchange on (B)(6) 2021 from heartmate ii to heartmate 3.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the controller log file not being able to be downloaded and the reported controller fault alarms were not confirmed. The heartmate ii system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review spanning approximately 10 days (B)(6) 2021 per timestamp. On (B)(6) 2021 at 10:35:57, (B)(6) 2021 at 22:26:38, (B)(6) 2021 at 04:51:56, 10:25:48, at 19:12:29, 23:33:37 and on (B)(6) 2021 at 01:40:49 there were time based faults. These faults did not trigger replace controller or yellow wrench advisory alarms and these faults would clear on their own. There were no other notable alarms in the log file related to the reported events. Additional information communicated on 15apr2021 indicated that no equipment would be returning at this time. The root cause of the reported events were unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 06sept2021. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including controller fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.